Event description:
Event description guidant received information that this endocardial lead measured fluctuating shock impedances in the last year from 50-123 ohms on daily measurements and device interrogation. There are no stored episodes with noise observed. At the time of implantation, the shock impedance was 35 ohms.